Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had an interstim implant that was placed in 2014, revised in 2015 and ins and lead were removed on (B)(6) 2019. The patient needed a full body MRI. The caller stated that after removal, the only thing existing in the patient were the "anchors". The caller stated the notes mentioned "retained" and the caller referred to "6 anchors remaining". The agent reviewed that notes may be indicating that a fragment of the lead (likely the electrodes and tines) remain and if so, the fragment can be examined for MRI compatibility. The patient was redirected to their healthcare provider to further address the issue.